Manufacturer narrative:
Results: there was corrosion inside the penumbra system aspiration pump max 110v (pump max) outlet piston crown. Conclusion: evaluation of the returned device revealed that the pump max was nonfunctional. The pump max was plugged in and powered on and no vacuum was observed. Therefore, the pump max was nonfunctional. During further evaluation of the returned device, the pump max housing was opened by the penumbra investigator and corrosion was observed around the inlet crown piston. The corrosion inside the pump max likely caused the pump max to seize up and prevent the pump max from producing vacuum during the procedure. Penumbra pumps are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician connected the pump max to a penumbra aspiration tubing (tubing) and a penumbra pump max canister (canister), and powered on the pump max; however, no vacuum was produced even though the vacuum regulator knob was turned fully. Therefore, the pump max was disconnected and the procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.